Event description:
A journal article was reviewed which contained information regarding this cardiac resynchronization therapy (crt) model. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique lead/serial numbers. The article indicated that there were patient deaths, with no cause of death indicated. Further follow up did not yet yield any additional relevant information regarding the event.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. The date of death is purely an estimate, as there is no indication of medtronic-device patient deaths. The gender of the baseline characteristics is male and the baseline age is 61 years old. Possible models could include the insync iii and/or the insync sentry; multiple manufacturers were indicated in the article. Correspondence was sent to the author requesting additional information, with no reply at the time of this report. It was not designated which models had the deaths. If additional relevant information is received, a supplemental report will be submitted. There is no information given as to the date of death for the patients; therefore, the date of death included in this report is purely an estimate. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: clinical, echocardiographic, and neurohormonal resp "onse" to cardiac resynchronization therapy: are they interchangeable? Pace pacing and clinical electrophysiology,. 2013;36(11):1391-1401. (B)(4).